Event description:
It was reported that three days post implant, the lead dislodged and was repositioned. Dislodgement was confirmed again on (B)(6) 2011. On (B)(6) 2011 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.